Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged and the reservoir housing is cracked. Customer's blood glucose was 570mg/dl at the time of incident and treated with manual injection. Troubleshooting found that the top of the reservoir housing is cracked and ready to come off of the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given and no high blood glucose troubleshooting was completed.

Manufacturer narrative:
The pump had cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip and minor scratches on the display window. The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests.